Manufacturer narrative:
Internal reference: (B)(4). This complaint was reviewed and investigated according to the manufacturer¿s policy. Attempts to obtain patient information have been unsuccessful. Additional information received indicated the device was inserted into the patient one time. An ifr reading was successfully obtained. Resistance was felt during removal of the device. The device was stuck on a distal stent strut. A balloon was then used by the physician to remove the wire from the stuck location. Once removed from the patient no protruding parts and no damage to the device was observed. The device was discarded and the serial number was not retained. Suspect products: does not apply to this submission. Lot # is unknown. Attempts to obtain information have been unsuccessful. Expiration date is unknown. As the serial # is unknown expiration date is unavailable. Serial # is unknown. Attempts to obtain information have been unsuccessful. UDI # is unknown. As the serial # is unknown UDI # is unavailable. The implant or explant dates are not applicable to this device. Device evaluation: not applicable for this device. Device was discarded at the customer site and not returned to manufacturer for analysis. Device was discarded at the customer site and not returned to manufacturer for analysis. Device manufacture date is unknown. As the serial # is unknown manufacture date is unavailable. Remedial action: do not apply to this submission. Per the instructions for use: precautions: when advancing the wire into a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the wire may become entangled in one or more stent struts. This may result in entrapment of the wire, shredding of the wire and/or stent dislocation. Additionally, when re-advancing the wire into a stented vessel, do not allow the wire to come in contact with any stent struts. Subsequent advancement of the wire could cause entanglement between the wire and the stent(s) resulting in entrapment of the wire, guide wire shredding, and/or stent dislocation. Further, use caution when removing the wire from a stented vessel to minimize patient risk.

Event description:
It was reported during a therapeutic coronary procedure, the manufacturer's wire device got stuck on another manufacturer's stent strut. The physician went down with another manufacturer's balloon device and was able to get the stent and wire out but had reduced flow distally. The physician re-wired with another wire and ballooned again. The stent was fine and flow was normal. This adverse event is being submitted because the patient experienced reduced blood flow that was resolved and additional intervention was required to remove the manufacturer's device.